Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a call from the cardiac catheter lab that during patient use the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. The iabp had already been switched and the replacement iabp was working as expected.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. A getinge field service engineer (fse) confrmed autofll failure using a test balloon. Checked device logs. Error code 124 prolonged fill failure present. Narrowed issue down to faulty pneumatic interface module. Upon removing the old safety disk, saline residue was observed in the pneumatic interface module. Replaced pim (d997-00-1178 pneumatic module assy, rohs) and safety disk (d202-00-0140). Performed a full function and calibration check. Device meets all factory specifications.